Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 404mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 426 mg/dl at the time of the call. Troubleshooting was performed and found the customer forgot to bolus after eating food, which led to the high blood glucose. Customer indicated that their blood glucose dropped to the 300's mg/dl by the end of the call. No further assistance was necessary. No further details given.